Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio-ID) was not working properly. A field service engineer confirmed that after upgrading to version 1.11, bioid stopped working. Technical support centre (tsc) agent was able to log in successfully, and the affected nurse tested the device. Tsc will investigate the bioid issue further. At this time, the issue was resolved, and a functional test was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, users experienced login issues following a software upgrade. Biometric authentication failed, displaying a message that the users could not be found. Users were able to log in successfully when the bio ID option was removed. The issue was reported during the installation, and a bio ID-related upgrade was performed. Rebooting the stations did not provide a lasting resolution. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.